Event description:
A patient (physician) injected himself in the cheeks with radiesse dermal filler on (B) (6) 2009. One day post injection, he developed an infection in the cheeks, which he treated with levaquin. He diagnosed himself with cellulitis.

Manufacturer narrative:
The device history records for radiesse lot 1014081 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted; there are no other adverse events reported for this device lot. During a follow-up, it was reported that his symptoms were resolving.